Event description:
It was reported that during the implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) had a header issue. It was noted that the physician inadvertently connected the left ventricular (lv) lead to the right ventricle port and the right v entricular (rv) lead to the left ventricle port at implant. This was observed right away on impedance testing/electrograms (egm). The physician disconnected the leads to place them in the correct header port. Upon connecting the rv lead to the rv port, the physician was unable to engage the setscrew. After multiple unsuccessful attempts, the device was not used, and another device was implanted with all leads connected to the correct ports with no issues. It was noted that the setscrew of the initial device was not visible down the header ¿bore¿ and it was unsure if the setscrew had fallen out behind the grommet. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.